Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device revision due to normal battery depletion, externalization of the rv lead was observed. All the electrical parameters were in range. The lead was replaced and the patient's condition was good after the procedure.